Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer resumed using the insulin pump and was advised to contact support if the issue reappears.